Event description:
It was reported that an 6f angio-seal vip was selected for use. While deploying the device, the physician felt slack in the suture and didn't feel as if the anchor was fully apposed against the artery wall. Hemostasis was not achieved with the angio-seal. After hemostasis was achieved, the physician was informed that the patient's pulses were lost. A lower extremity angiogram was performed which revealed a total occlusion in the right common femoral artery. The patient was sent to surgery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.